Event description:
Reportedly, the hearing perception with the device got worse.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by likely two external mechanical impacts, was determined to be the root cause of device failure. During investigation two locations of electrode breakage due to excessive mechanical stress could be seen. The problems given in the recipient report appear to match the damages found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the hearing perception with the device got worse.